Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead had varying sensing and the thresholds were noted to be varying and inconsistent. The lead was replaced. No patient complications have been reported as a result of this event.